Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient previously receiving intrathecal hydromorphone (2000 mcg/ml, 4000 mcg/day), and was going to be receiving bupivacaine (unknown concentration, 1.1234 mcg/day) and morphine (unknown concentration, 1.4979 mcg/day) via an implantable infusion pump. The indication for use was not known. The patient reportedly did not "refer" pain relief from her implant. During the filling procedure, reading reports showed that the pump should have 2.1 ml. When the procedure was performed, 26 ml of medicine was obtained. Per the pump print out, the low reservoir alarm was due to alarm at 2.0 ml, but had not alarmed yet. No diagnostics were performed. The hcp was seeking review of the catheter and pump motor by contrast fluoroscopy, to be held as authorized by the "eps." The issue was not resolved. The patient status at the time of the report was ¿alive ¿ no injury." No surgical intervention had occurred. On (B)(6) 2015, it was reported that the pump and catheter review had not happened, as they were awaiting authorization by the "eps." Thus, the patient was being managed with or al medications, according to medical instructions. Again on (B)(6) 2015, they were still awaiting authorization by the "eps." Clarification requested for "refer" pain relief comment, a resolution, and further actions/interventions performed. If additional information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
The representative later clarified that refer meant that the patient could not feel pain relief from her implant. Post implant , the patient's pain should have been controlled but this was not achieved nor any improvement. Currently, the medical specialist attribute this to the pump or catheter not functioning well since the time of the procedure for filling the empty pump must be it had more than 20 ml in it reservoir. (B)(6) 2015 the procedure was scheduled to review the pump and catheter and should result definitive. Additional information was requested to clarify if the pump had also been empty at some point. It was later clarified by the representative that the pump was not empty. It was confirmed that the pump should have had a low reservoir volume of 2.1 ml but it had a lot more; 26 ml. After the scheduled test made with the pump motor on (B)(6) 2015, the results revealed the pump was working but when the specialist tried to check the catheter he found out that this one was collapsed and there was no access to the catheter; an apparent catheter issue. Therefore, a scheduled catheter test through surgery was made and if necessary change it to restart the intrathecal infusion therapy for pain. Should additional information be received a supplemental report will be filed.